Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked. While in the neonatal intensive care unit (nicu) the patient was receiving a total parenteral nutrition (tpn) infusion at 3.6 ml/hour. After an unspecified amount of time the nurse observed tpn on the floor. Upon further investigation, the nurse noted the tpn leaked out of one of the y site ports, despite the port having a green curo cap on the port. The nurse ¿notified the provider, cleaned the luer connector at the y -site where it was leaking and attached a microclave/needleless connector which stopped the issue.¿ the line was clamped. Furthermore, the infant patient was found to have a low glucose level (blood sugar) of 28mg/dl. The patient was provided with a d10w bolus for a total volume of 1.5 ml d10w (2 ml/kg); which resolved the low blood sugar to 124mg/dl. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure and clear passage underwater testing, and a leak was observed at the third y-site clearlink. The reported condition was verified. An autopsy was performed on the third y-site clearlink and the cause fo the event was due to non-conforming material from a third-party supplier. All product lots must pass acceptable quality levels (aql) and final testing prior to release. There are controls in place for the detection and prevention of leaks from the clearlink y-site. Should additional relevant information become available, a supplemental report will be submitted.